Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and replaced the oxygen sensor. The device then passed all testing.

Event description:
It was reported that a ventilator had a broken oxygen sensor. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.